Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 101 alarm during drain 1 of 4 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to press stop and go. The hc went to press go to start. The tsr asked if the hp did a manual exchange before connecting to the hc. The hp stated yes, but she doesn't know the volume. The tsr assisted the hp to check the numbers on the hc from last night. The initial drain volume was 4ml, last total ultrafiltration(uf) was 3239ml, cycle 4 uf of 283ml, cycle 3 uf of 307ml, cycle 2 uf of 320ml, and cycle 1 uf of 2329ml. The tsr asked the hp if she bypassed the initial drain. The hp said yes. The tsr checked the programming. The therapy was continuous cycle peritoneal dialysis with a fill volume of 2200ml, last fill volume of 1700ml, dextrose set to same, and the initial drain alarm set to 1400ml. The tsr explained the alarm and the possible cause. The tsr advised the hp to contact their peritoneal dialysis nurse about the alarm and high drain volume on the initial drain. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device was determined to meet specifications for the reported difficulty high drain 101 / call pd nurse alarm. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain on pages 15-65. The labeling also states, "by selecting bypass, you indicate that you are empty. The system considers your volume zero (0) and delivers your entire prescribed fill volume."the cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. Initial evaluation confirmed the reported condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.